Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657. Batch number#: 33321034. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "I am a pharmacy supervisor at xx in yy, mo. My staff brought an issue with a bd syringe to my attention this week. There is a bug sealed into the wrapper with the syringe. I have included pictures for your reference." Product number - 309657. Lot number - 33321034.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
No additional information was provided.